Event description:
Pt was revised to address loosening of the femoral component. The implant was re-used.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Review of the device history records did not reveal any mfg anomalies or deviations. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening. Provided info indicates unsuccessful attempts to remove the device at a previous surgery is a possible contributing factor. No evidence found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.